Manufacturer narrative:
An evaluation is in process. A follow-up reprot will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). Patient information patient identifier full sid (B)(6). An evaluation is in process.

Event description:
The customer observed (B)(6) results using architect hiv ag/ab combo reagents while testing donor specimens. The following data was provided for one donor (s/co). Specimen 1 initial and repeat 0.47 ((B)(6)), repeat 0.52 ((B)(6)) murex (B)(6) combination diasorin (da vinci quattro) method was (B)(6) , 2.9944 s/co (cutoff 0.215 s/co) and 2.599 (cutoff 0.221). Specimen 2 initial 0.44 ((B)(6)) murex method was reactive, 2.634 s/co (cutoff 0.215 s/co). Sid (B)(6) was western blot indeterminate for (B)(6) antibodies. Real-time pcr method was (B)(6). No information was provided for the specimen used for the wb or pcr tests. The blood from the donor was not used and no impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and accuracy (sensitivity) testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. External commercially available seroconversion panels ((B)(6) and (B)(6)) were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.